Manufacturer narrative:
Product complaint # :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The doctor performed a removal on (B)(6) to remove an old metal on metal femoral implant. Without issue the implant was removed and replaced with a new dual mobility head option. Doi: unknown. Dor: (B)(6) 2021. (Unknown side).

Event description:
Additional information received indicated that the reason for revision was elevated cobalt levels. The surgery time was not extended.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided. H6 clinical code: appropriate term / code not available (e2402) is used to capture blood heavy metal increased.